Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of phrenic nerve stimulation after meals and when sitting at times. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.